Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was assisted with trouble shooting and found 2 bent cannulas but the customer did not have any more sets at the time of the call to continue troubleshooting the issue. The customer stated that they will call back to finish troubleshooting once they have more sets in hand.